Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose of 400 mg/dl to 500 mg/dl. Customer reported she woke up with high blood glucose and the insulin pump was dead and alarming battery out limit alarm. Customer's blood glucose at time of call was 350 mg/dl. Customer treated her high blood glucose with manual insulin injections. During troubleshooting, found the infusion set cannula was bent. Customer was advised that the tubing clamp will be sent and the infusion set will be replaced. Customer will not be returning the device for analysis.